Event description:
It was reported via a trial that on (B)(6) 2009 the patient underwent stenting in the proximal right coronary artery with two xience v stents sizes 4.0 x 28 and 4.0 x 12. On (B)(6) 2010 the patient experienced angina. On (B)(6) 2010 the diagnostic coronary angiography revealed 90% stenosis in the right coronary artery and 30% stenosis in the mid right coronary artery with thrombosis of both index procedure stents. The patient underwent percutaneous coronary intervention in the target lesion. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Above rated burst pressure (rbp). The 4.0 x 28 mm rx xience ((B)(4)) is being reported under a separate medwatch report number. There was no reported product deficiency. Angina, thrombosis, and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the 4.0 x 12 mm xience v stent delivery system (sds) balloon was inflated to 18 atmospheres (atm), which is above the rated burst pressure (rbp) of 16 atm, it should be noted that the xience v IFU states: do not exceed rbp as indicated on product label. Balloon pressures should be monitored during inflation. Applying pressures higher than specified on the product label may result in a ruptured balloon with possible arterial damage and dissection. In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effects.